Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at 50,810 joules. Per the customer, the fiber cap was retrieved. No fiber pieces were inside of the pt. No pt injury was reported.